Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade iii, and patient¿s concern of the product.

Event description:
Patient representative reported for right side "the recall of natrelle prostheses", "capsular contracture grade 3", "seroma", "mass/hardening adjacent to the breast implant, pain and breast deformity", "right breast tenderness"; and the following events that are not related to the device: "feel pain in the cervical and thoracic region, resulting from shortening and decreased range of motion of the shoulders and shortening of the antero-internal muscle chain of the arms and trunk , as well as pain in the anterior and medial region of the right knee (patellar and goose paw tendinopathy), in addition to pain in the lumbar region". The device remains implanted.